Event description:
Pump reported to overinfuse aminopbly line using pump 1. The pump was set to deliver at a rate of 35 ml/hr with a 500 ml bag. The entire bag delivered in 2 hrs. No adverse pt outcome. Blood work showed higher levels of aminophyline, but no medical intervention was taken.